Event description:
Customer called with a concern of erratic readings 200 and 290mg/dl. She then alleged an incident where she was rushed to the hospital because she based her insulin adjustment on her contour meter reading and she had a very low reading. No further information available regarding incident. There is no specific data to support the allegation. Customer was advised to return test strips for evaluation. Replacement strips and new meter sent.